Manufacturer narrative:
A needle that was broken at the point end was submitted for evaluation. A visual inspection revealed indents and scuff marks around the break areas produced during handling by a surgical needle holders or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic uterine fibroid resection on (B)(6) 2014 and suture was used. During the procedure, the needle was broken when sewing the uterine fibroid tumor cavity. The surgeon retrieved the broken piece and another like device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.